Event description:
It was reported that the patient was experiencing withdrawal like symptoms. It was not confirmed if it was related to pump. No motor stalls occurred per pump logs. The patient experienced flu like symptoms including nausea, underdose symptoms and anxiety. The location of the issue or symptoms was throughout the body. It was noted the patient was released from the hospital and referred back to pain management. A catheter dye study was recommended. It was unknown what the event was attributed to. The patient¿s status at the time of report was alive ¿ no injury. It was unknown how the patient was doing at the time of report or if they were receiving effective therapy. It was later reported that a dye study was performed on (B)(6)-2015 and the healthcare provider was unable to aspirate the catheter. The patient¿s dose was decreased from 36 mg/day to 18 mg/day. The patient was referred for pump and catheter replacement. The pump was being replaced because elective replacement indicator (eri) was 8 months at the time of report. The pump was used to infuse morphine and bupivacaine.

Manufacturer narrative:
Concomitant: product ID 8709sc, lot# n180004011, implanted: 2009-(B)(6), product type catheter. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) indicating the cause of the vent was a catheter tip occlusion. A dye study had been performed on (B)(6) 2015 to diagnose this issue. Results showed a complete occlusion of the catheter tip. The catheter was replaced on (B)(6) 2015. It was unknown how the patient was doing. The patient was receiving intrathecal morphine 30 mg/ml at 35.977 mg/day and bupivacaine 5.0 mg/ml at 5.996 mg/day. The patient was taking roxicodone 30mg, gabapentin 300mg, and alprazolam 1 mg at the time of this event. Allergies included codeine, demerol, and relafen.